Manufacturer narrative:
(B)(4)

Event description:
The event eas reported by a costumer from (B)(6): "we have had a critical incident involving a pca here at the hospital. It involved a nurse who attended your training sessions too! The nurse was able to bypass all the ders software by pressing new infusion, then at bottom of screen choose general. The nurse programmed (incorrectly) a whole order in this screen and the patient got 10 times the intended dose. It looks pretty poor to have a feature available to all which can bypass all the safety software that we spent so much time developing!! We have had 5 or more errors already. Pump reference number(s): (B)(4). Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes." Additional information was received on dec.08th, 2015: "hi (B)(6)-thanks very much. Well, I went to one of the clinical training sessions and it was never mentioned there. (B)(6), our educator said nurses were told about it, though. Please let me know which kind of details are required. I need access to the events log for the one error as there are so many screens and codes to scroll through, that having it on an excel sheet would be much better. I can describe a few of the errors by memory wrong cca chosen, thus wrong concentration chosen and entered into program. Pt got double dose for 10 hours. Not caught by second nurse programming pump or at shift change. Caught by me inspecting the pump just to see how nurses did. Nurse did not start pca on palliative patient as one of our ccas was called "palliative sc". Her order was for IV. A call to the hospira 1-800 number could not solve her question (not sure why it would have worked just fine). Nurse did not try calling pharmacist or educator. Pt went 8 hours with poor pain control. Wrong drug hung for patient (morphine vs hydromorphone). Md wrote orders for post-op patient for bolus only but pt was opioid tolerant and went hours with poor pain control. Our most current error as described earlier. A nurse who had been to the training session (an rn) went to start a new infusion. Instead of following prompts she choose the general feature and tried to create her own program (similar to gemstar). She entered the wrong concentration, and entered the dose in ml/hr. Pt got 10 times the dose for over 10 hours. Not caught by second nurse checking the program (who had never seen a pump before) and not caught on shift change."